Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 2.25 x 20 synergy¿ stent was advanced to the lesion and was dilated. Upon checking with intravenous ultrasound (ivus), it was noted that the stent was not retained. Review of the cineangiocardiogram revealed that the stent was not mounted when retaining. It was confirmed that the stent dislodged inside the patient but was nowhere to be found. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.